Event description:
It was reported that visible air bubbles were observed. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the farawave pfa catheter was prepped in usual sterile fashion and no issues were observed. The catheter was inserted into faradrive sheath and advanced past the handle. Blood was aspirated, and a small air bubble was noted at the distal tip of the catheter. The catheter was re-aspirated, and additional air bubbles were seen at the distal tip. The catheter was removed, inspected, and reinserted with no issues noted. The catheter was then re-aspirated, and a small air bubble was again noted at the distal tip. At this point, the decision was made to exchange the catheter for a new farawave. The new catheter was prepped in the usual sterile fashion and reinserted into the faradrive sheath. The sheath was aspirated, and no air was noted in the chamber. The procedure was completed without any further issues. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.